Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 rickham resevoir was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2024-00029. Study: this case, bmrn, is a report referring to an approximately 9 year-old female subject. An investigator reported this case from the biomarin study, cerliponase alfa observational study: "on an unspecified date, the subject underwent implantation of intracerebroventricular (icv) device (codman rickham, model number, and lot number not reported). On (B)(6) 2018, the subject initiated treatment with brineura (300 milligram, qow, intracerebroventricular). The lot number for brineura was unknown. The most recent dose was administered on (B)(6) 2022. On (B)(6) 2022, the subject had removal of their infected reservoir and was on unspecified antibiotics for 10 days. On (B)(6) 2022, the subject had a placement of a new rickham reservoir in the operating room and immediately after had a csf culture that had positive results for cultibacterium acnes. The subject did not show clinical signs of meningitis or encephalitis. On (B)(6) 2022 at 11:05, the subject experienced grade 3 infections and infestations -other, specify: ventriculitis (cns ventriculitis) and was hospitalized due to the event for treatment with intravenous ceftriaxone sodium, rifampicin, and intraventricular vancomycin hcl. Additionally on (B)(6) 2022, the subject has normal results for their csf cell count, crp, and fbc. The event was assessed as colonization of the ventricles with cultibacterium acnes. No action was taken with brineura due to the event. The outcome of the event was reported as recovering/resolving. The investigator assessed the event as medically significant. The investigator assessed the event of cns ventriculitis is as not related to treatment with brineura. The investigator assessed the event of cns ventriculitis as related to the icv device. No other etiological factors were reported. Additional information received on 26-aug-2022: at the time of this report, the subject continued to be on treatment with unspecified antibiotics due to the event. Additional information received on 15-sep-2022: the subject's concomitant medications additionally included: pregabalin and vitamin d nos. The event resolved on (B)(6) 2022. Additional information received on 21-apr-2023: the subject's concurrent conditions additionally included: dehydration, nausea, device related infection, and procedural pain. The subject's concomitant medications additionally included: midazolam, paracetamol, cefazolin, glucose/sodium chloride, granisetron, morfine, sodium chloride, benzylpenicilline, heparin, and vancomycin hydrochloride. Premedication also included: paracetamol. Treatment for the event additionally included: ibuprofen. The outcome date of the event was updated from (B)(6) 2022. Additional information received on 22-dec-2023: on an unspecified date, the participant was readmitted and was treated with intravenous ceftriaxone and rifampicin for 6 weeks in combination with vancomycin through the rickham reservoir additional information received on 15-jan-2024: on (B)(6) 2022 the participant underwent icv implantation. The catalog number was zh00209933, the serial number and model number were not available, the UDI number was (B)(4) and the lot number was 6333137. The operator of the device was the investigator, and the location of the event was at the clinic. On (B)(6) the icv device was removed. The icv device was not available for return. No further information is expected. Case comment: the patient experienced cns ventriculitis, which is a known complication of surgically implanted icv device. The causality of event is assessed as not related to brineura.